Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During remote follow-up, noise was observed on the atrial and ventricular leads resulting in inappropriate defibrillation therapy. Lead damage on both leads was suspected. The patient was stable. Further information was requested but not received. Related manufacturer reference number: (B)(4).